Manufacturer narrative:
E1: initial reporter address 1: / e1: initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned for analysis. Visual inspection revealed the main coil was bent and stretched at the primary coil section, also the arm coil was detached. Microscopic inspection revealed the main coil was detached, bent and stretched. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the interlock .035 device confirmed that the event of main coil detached/separated is known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event instructions.

Event description:
Reportable based on device analysis completed on 09mar2026. It was reported that the main coil could not be pushed. A transcatheter renal artery embolization procedure was performed. Flushing was conducted via intermittent hand injection prior to coil introduction. After a cordis 5f c2 angiography catheter was in place, two interlock coils, 10 mm x 40 cm and 8 mm x 40 cm were used for embolization, and their deployment was smooth. When a 6 mm x 20 cm interlock coil was selected, the physician reported that it could not be pushed. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient remained stable post-procedure. However, device analysis revealed that the arm coil was detached.